Event description:
It was reported that a malfunction alarm occurred on the customer's pump; no notable events preceded the malfunction. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.